Event description:
Wound infection (postoperative); abdominal abscess. Information received from a physician in 2007, regarding a female patient. Nine months later, the pt underwent adhesiolysis, partial excision of the small intestine repair of intestinal fistula, and intra-abdominal drainage for intestinal obstruction due to an intra-abdominal abscess. Two sheets of seprafilm were placed under the abdominal wall. Four days later, the pt developed an abscess and wound infection at the site of seprafilm placement. The pt's hospitalization was prolonged and the events alleviated as of 2007. The physician assessed the events as severe and definitely related to seprafilm.